Manufacturer narrative:
Unit received with cracked and bleeding lcd glass. Unable to verify button anomaly, failed battery test alarms or off no power alarms due to lcd physical damage. Unit received with cracked case at lcd window corners. Unit received with scratched lcd window. Unit received to lcd end cap sticker. Unit received with missing back address /serial number label. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was unknown. Troubleshooting was not able to resolve the issue. The device was returned for analysis.